Manufacturer narrative:
One unit returned. The unit was set up and tested over a 24 hour period. The site was accessed at one hour intervals. The air appeared at the site on the third access. Line was flushed again. Site was accessed with no air seen. After additional accesses were made, air was again seen. It appears that the air is due to the outgassing of the solution; however, this cannot be confirmed. This issue will be monitored. Since there was no lot available review of the device history record could not be performed. Medex was able to confirm this issue and determine the possible cause. No additional action necessary at this time. Medex considers this MDR closed with this report.

Event description:
The reporter stated that the set is primed with all of the air removed; however, when the unit is flushed air bubbles appear. No patient injury or treatment as a result of this issue.